Event description:
As reported, on (B)(6) 2022 the patient underwent a hernia repair procedure and was implanted with a 3dmax light mesh. It was reported that since the procedure the patient has been experiencing significant tolerance/allergy issues, including fibrosis and a reaction in the operated area.

Manufacturer narrative:
As reported, the patient has tolerance/allergy problems, including fibrosis and a reaction in the operative area post implant of a 3dmax light mesh. No conclusions can be made. The degree to which the 3dmax light mesh implant used to treat the patient, may be causing, or contributing to the ongoing symptoms is unknown. Based on the information provided it is unclear what is causing the reported allergic reaction and fibrosis. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1,344. Allergic reaction is listed as a possible complication in the adverse reactions section of the instructions-for-use, provided with the device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2022 the patient underwent a hernia repair procedure and was implanted with a 3dmax light mesh. It was reported that since the procedure the patient has been experiencing significant tolerance/allergy issues, including fibrosis and a reaction in the operated area. Addendum: as reported, the patient did not go under any medication or treatment, and the doctor is considering starting a desensitization treatment. Reportedly, since the procedure the patient has been experiencing inflammatory symptoms, fibrosis and chronic abdominal/back pain.

Manufacturer narrative:
As reported, the patient has tolerance/allergy problems, including fibrosis and a reaction in the operative area post implant of a 3dmax light mesh. No conclusions can be made. The degree to which the 3dmax light mesh implant used to treat the patient, may be causing, or contributing to the ongoing symptoms is unknown. Based on the information provided it is unclear what is causing the reported allergic reaction and fibrosis. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1,344. Allergic reaction is listed as a possible complication in the adverse reactions section of the instructions-for-use, provided with the device. Addendum: this is an addendum to the initial MDR submitted to document the additional information provided. Based on the addition information, since the implantation of 3dmax light mesh the patient has been experiencing inflammatory symptoms, fibrosis and chronic abdominal/back pain. Based on the additional information received, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device identifies allergic reaction, pain and inflammation as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.